Manufacturer narrative:
The events of infection, exposure, and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), necrosis, and exposure.

Event description:
Patient reported "developed an infection that was eating their skin" and "the implant was showing through the skin." Device has been explanted. This record is for the left side.

Event description:
Manufacturer of the device is unknown.